Manufacturer narrative:
Correction: h3 - device not returned to manufacturer. If the device is received at a later date the complaint will be reopened and updated accordingly. Event summary it was reported that a patient of unspecified gender and age underwent a stent exchange procedure for a black silicone filiform double pigtail ureteral stent that was placed approximately 6 months prior. Upon attempting to remove the stent the stent started breaking into pieces. The user was able to use forceps to remove the stent and all of the stent fragments from the patient. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted. A device failure analysis was not able to be conducted as the device was not returned to cook for inspection. The customer initially conveyed that they would return the device but despite this the device was never received by cook. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The instructions for use (IFU) that is packaged with the device was reviewed for relevant information pertaining to the reported failure mode. Relevant information within the IFU includes: precautions: ¿do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the stent should be avoided.¿ details regarding device placement (approximately 6-months prior to the ¿event date¿) is unknown. ¿periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested.¿ it is unknown if the device was monitored over the 6-month indwelling period. Potential adverse events: ¿stent fragmentation¿ it was reported that the device fragmented upon removal after a 6-month indwell period. How supplied: ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ device storage conditions are unknown. It is unknown if the device was inspected prior to use. Based on the available information, no product returned, and the results of the investigation, the cause of the break was not able to be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a patient of unspecified gender and age underwent a stent exchange procedure for a black silicone filiform double pigtail ureteral stent that was placed approximately 6 months prior. Upon attempting to remove the stent the stent started breaking into pieces. The user was able to use forceps to remove the stent and all of the stent fragments from the patient. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.